Event description:
During a reprogramming session, an advanced bionics representative reported communication issues with pt's implant. Device evaluation was performed. The problem was confirmed. Explant surgery has been recommended.